Event description:
Allegedly, patient was revised due to mom complications: elevated cobalt levels in the blood; severe pain; emotional suffering; lack of mobility- right

Manufacturer narrative:
This is the same event as 3010536692-2015-01299, -01300, -01301.